Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that she had needle where the needle came through the orange cap sideways as she was replacing the cap and the needle went right into her finger. Follow up for additional information was attempted however the consumer did not want to provide any further details at this time. The consumer did not want any further contact made to her.

Manufacturer narrative:
Multiple efforts were made to contact the customer for additional information related to the reported injury. Customer relayed they are not willing to provide any additional information regarding the reported injury and to cease contacting them regarding this issue. No lot number was provided. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Additionally, all lots and shop orders are visually and physically inspected to the quality inspection standard and the statistical sampling must meet the acceptable quality limit requirements during the molding and assembly process. Control mechanisms are in place to prevent the occurrence and acceptance of the reported condition during molding, printing, assembly, and packaging processes, and to ensure components and finished product meet all quality inspection standards during the syringe assembly processes. The raw materials must pass an inspection and certification review before release to the floor for production. The manufacture of all molded components is conducted within a validated process inside a controlled manufacturing area. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications, and are visually and physically tested for adherence to the quality inspection standard. If problems were detected during processing, non-conforming product would be identified and segregated. Molding, printing, assembly, and packaging machine maintenance requirements are documented. Records of maintenance activities are maintained. Procedures and standard work instructions exist for the set-up, operation, and maintenance of the molding machines and assembly machines. Cleaning and maintenance requirements are defined and implemented to ensure continuing process capability. Various validated detection units such as a rubber tip detection unit, plunger detection unit, barrel blow-out probe, and print tape break detectors are in place and verified at prescribed intervals to verify functionality. Air pressure for blow-over tubes are monitored and adjusted when necessary. Silicone settings are verified each shift of production to be within specification for timing, line pressure, head temperature, and blow temperature. Syringe samples are collected on a regular basis and submitted to the laboratory for silicone amount testing to verify silicone to be within validated specifications. This syringe is intended to be a single use syringe and not qualified as a prefill syringe. No product/sample was provided for evaluation. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined. No corrective or preventive action is planned at this time. This complaint will be used for trending purposes.